Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (422-575 mg/dl) and the ketone level was large. Correction boluses and insulin injections were used to address the high bg. The customer changed the cartridge, infusion set tubing and site. However, the bg remained high (329 mg/dl). During a system check using the current pump supplies, a small air bubble was found near the luer lock. The customer primed out the bubble. The customer thought that the infusion site may have been in scar tissue, but after site change the bg did not lower. As the pump was found to be functioning as expected, tandem technical support advised the customer to discuss the high bg with a healthcare provider.